Manufacturer narrative:
The manufacturer received information alleging a patient with an everflo oxygen concentrator has passed away. The caregiver was requesting to return the device. The reported event makes no allegation of any device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Multiple good-faith efforts have been completed to obtain additional information on 17-july-2025,11-july-2025 and 03-june-2025, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer has been informed of the passing of a patient who was using an everlo oxygen concentrator. The caregiver was requesting to return the device. No further details were provided, and there has been no indication that the device played a role in the patient's death. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.